Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she was having "really bad pain" and burning where the ins was located. The patient reported that the pain was not comfortable, but there was no bruising, heat, or redness. The patient stated that it was like someone was taking their fist and pushing it in to where the stimulator is. The patient confirmed this issue started about two weeks ago, and was making it difficult for her to sit. The patient reported that she checked the ins using the pp today, and it showed that the ins was very low. The patient reported that she was having accidents. The patient explained that she was wetting her pants, peeing on her hands when she stands up from the toilet, producing too much urine when she lays down to sleep. The patient mentioned she was using "active spray" to help. The patient confirmed that this issue started about a week and a half ago. The patient stated that she already adjusted the stimulation intensity, and knows that the ins was still working. The patient stated in order to preserve her current ins battery, she and the rep decided to leave the settings on program 1 at 2.1v so that when she needed to get her ins replaced, she could do it with an ins that was MRI compatible. The patient was sync with a patient programmer and stimulation was on at 2.1v on programmer 1. The patient went back and forth between changing settings, and not changing settings. The patient increased stimulation to 2.2v, and stated that that was "too high for her liking" because she didn't want to wear out the ins battery (the patient did not allege that the stimulation level itself was uncomfortable). The patient to follow up with healthcare provider and rep for symptoms and adjustment .there were no further symptoms or complications reported or anticipate.